Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to flattened dome switch on the esc and act buttons. The lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of in the 400's mg/dl and a blood glucose of 450 mg/dl the night prior to hospitalization. The customer experienced symptoms such as nausea, thirsty and urinating a lot. The customer was treated in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined further troubleshooting on hospitalization. Customer also reported that the insulin pump had a keypad anomaly and the act button was unresponsive. During troubleshooting, customer confirmed that the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.